Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving false readings on the battery level. Customer received a low battery alert after 2 days and twice the battery symbols have gone blank. Customer would put the same battery back into the pump and it showed a full battery. Customer's blood glucose level was 144 mg/dl. Customer had 2 incidents of partial displays where the battery icon was not displayed. Customer stated that the display is normal at this time. Customer performed a self test and there were no missing segments. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.